Manufacturer narrative:
Batch review performed on 02 october 2017. (B)(4).

Event description:
The patient fell and came in due to signs of infection. Also, the incision broke. The pathogen is unknown. The surgeon performed an I and d and swapped the poly. The surgery was completed successfully.